Event description:
Pt status post tlif procedure, level l5-s1, implanted approx (B)(6) 2012 returned to surgeon for six week post op visit. A CT scan on an unk date showed a ti mirs locking cap was loose. Pt was returned to the operating room on (B)(6) 2012, surgeon removed the hardware and revised the pt with same type hardware. This is 1 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.